Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
In 2007, the pt, who was enrolled in the study, experienced a neurological event categorized as: behavioral change deficit. The pt's diagnosis is stroke (intracerebral/subarachnoid hemorrhage). The pt is a male pt enrolled in the study on the same day, with high risk criteria. The pt has a history of hyperlipidemia, abnormal stress test, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization, and a history of transient ischemic attacks (tia). It is unk at this time if a cordis product was used in the procedure. The onset of the reported event was sudden and the outcome is unk. It was reported that the event was not related to the procedure. It is unk if the physician relates the event to the products. Please note that multiple attempts to acquire additional pt and procedural specific information have been made and have been unsuccessful. Additional information will be forthcoming within 30 days upon receipt.